Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy(egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, when the physician deployed the speedband, it deployed more than one band at a time. The bands would not stay in place on the varix and fell into the patient. There was no visible damage to the packaging and the device prior to the procedure. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.